Event description:
The customer initially reports that the tip of instrument fragmented during nail plate (finger nail) removal and closed reduction proximal percutaneous pinning of p3 (phalanx/finger) fracture - doctor was able to remove pieces. On (B)(6) 2012, the surgeon reports via phone that the she removed the debris by irrigating the wound. There was no infection, but there is discoloration under the nail.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.